Event description:
During a routine in center hemodialysis treatment, the facility nurse experienced a high veneous pressure alarm. The nurse was unable to rinseback the entire blood circuit due to clotting, which resulted in a 160cc blood loss. No medical intervention was required.